Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that the pump displayed not enough insulin after filling the cartridge. The customer declined further troubleshooting. There was no reported impact to the customer's blood glucose level for this event.